Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va02kqh, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported going to the healthcare provider (hcp) due to a lead that had "pulled loose" in 2014. It was noted that the patient had not used the device in a year. An x-ray showed that everything looked back in place. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.